Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during the follow-up x-ray examination, the medical staff verified that the ventricles were dilated and that the valve (ID 823112) required reprogramming. They attempted to reprogram the valve several times and using different programmers without success. On (B)(6) 2026, a surgical procedure was performed to explant the valve (without replacement of the catheters), and a certas valve was implanted.